Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had a hard fall, as a result the lead had fractured. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.